Event description:
The trilogy 100 ventilator was returned to the third party for service. The device was not reported to be in use on a patient at the time of the occurrence. During the evaluation of the device at a third-party service center service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code indicating (motor failure) was confirmed in the event log. The device software was upgraded. The device passed all final testing.